Manufacturer narrative:
During the medical review of the documentation provided, it was discovered that the patient had been implanted with unknown dall miles cables during the revision surgery. A review of the provided information by a clinical consultant noted: four dm-cables were applied around mid and distal stem, two of which had direct metal-to-metal contact with the implant surface which might cause metal debris generation and adverse local tissue response adversely influencing bony healing of the accolade device. Additionally, lack of healthy bone reduces the area for bone ingrowth of the stem and thereby significantly reduces the chances on adequate osseointegration of the stem in the bone. There is no clinical information regarding these aspects, neither x-rays over time to evaluate potential change in component position but based upon the only available arthroplasty x-ray, it is evident that the prospects for adequate osseointegration of the stem were relatively poor. The principal cause for this is an adverse mix of patient-related factors with regard to bone loss due to prior fracture and failed osteosynthesis plus procedure-related factors with regard to suboptimal reconstruction of bone defects at time of arthroplasty. Metal cerclage cables may provide temporary support for devices and/or bone but are no substitute for bone reconstruction if defects are present. Not available.

Event description:
It was reported that the patient was revised from an accolade total hip and now the femur was revised to a rest mod cone conical.